Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10, action taken when event occurred? New suture used, was procedure successfully completed? Yes, were fragments generated? Yes, what do you mean by "individual strands of the braided suture cuts and fragments"? Please explain it was reported that the suture had cuts in the middle and that some strands of the suture were hanging loose. This was felt by the doctor immediately after taking the first bite as it was not smooth for the dr to pull through. Did the fragments fall into the patient's body? If yes, please explain if they were removed successfully? There were no fragments, as the suture was removed immediately upon taking the first bite. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ophthalmic surgery on (B)(6) 2020 and suture was used. During the procedure, the individual strands of the braided suture cuts and fragments. There were no adverse patient consequences reported. Additional information was requested.